Event description:
The customer reported that the system would freeze up during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the workstation printed circuit board. The system was tested and found to be working as intended and put back in service.